Event description:
Customer obtained results of 225mg/dl on accu-chek advantage meter, and 103mg/dl on physician meter within 10 minutes. No treatment information provided. No adverse event reported. New system sent to customer and return requested for evaluation.